Event description:
The event involved a 4-way high flow stopcock w/rotating luer and occurred on an unspecified date. It was reported that in june, the lines would disengage very easily. The issue with the lines coming off the stopcock could have been a radiation safety issue - spills (since they inject radioactive solution through the stopcocks). It would have potentially closed some of our department if the spill was large enough or resulted in personnel contamination. There was no serious deterioration in the state of health of a patient, user, or other, and no death of a patient, user, or other person, and no potential for death or serious deterioration in health of a patient, user, or other person. There was patient involvement, no adverse event, and no delay in therapy.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
The complaint of separation on item b4018 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The lot history was reviewed, and non-conformities were found that would have led to the reported condition on the complaint.